Event description:
On (B) (6) 2009, during a kit inspection, the representative noticed that there were two end extender sleeves where a tip was broken at the point where the tip attaches to the screw. This had caused no problems in any surgery or with a patient. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
Product is an instrument and not implantable. Device not returned. Device manufacture date is unk. A review of the device history record could not be performed since the instrument was not returned. Visual examination of the returned device could not be performed since the instrument was not returned. An engineering investigation for extender sleeve tips breaking resulted in changes to the design geometry and tolerances on the instrument tip, completed march 2009.